Manufacturer narrative:
The exposed portion of soft cannula was found to be kinked. It could not be determined when this damage to soft cannula occurred or if it linked to the reported event of insulin delivery. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 354 mg/dl while wearing the pod between 36 and 48 hours on the arm. As treatment the patient gave correction boluses, manual injections and then changed the pod. The patient's blood glucose, carbohydrate, and insulin history are as follows: time bg(mg/dl), 3:00 pm bg 285, 3:21 pm bg 309, 4.45 pm bg 354.